Event description:
It was reported that during a vats lobectomy, the third activation, on a pulmonary artery, the ¿knife¿ seemed to have pushed the artery towards the end of the jaws. The artery was partially stapled and partially cut. The surgeon got some clips ready before reopening the jaws knowing something went wrong. Bleeding started as soon as she reopened the jaws but was able to put a clip immediately. The lost of blood was minimal because of the surgeon¿s actions. The surgery was delayed by less than 5 minutes and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4), date sent: 9/16/2024, d4: batch #986c40, investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with one reload present and with one tyvek. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 986c40, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No, the ¿knife¿ moved forward but pushed the artery towards the end of the jaws. Staples deployed; the artery was partially stapled and partially cut or, did the device start to deploy staples and cut but could not be completed (partially fire)? Completely deployed but pushed the artery to the end of the jaws or, did the device fully fire and stop during the automatic knife return? Fully fired and fully returned. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. Artery partially cut and partially stapled how was the bleeding controlled? The surgeon used a clip how much blood was lost (ml)? Less than 5ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.